Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed high capture thresholds and was implanted in an off-label position. At a pacemaker upgrade to cardiac resynchronization therapy pacemaker (crt-p) an lv lead was attempted to be implanted but the lv lead pulled back several times, therefore the old rv lead was left implanted, and it was changed to the left ventricular lead port. The old ra lead was surgically abandoned due to therapy upgrade. No additional adverse patient effects were reported.